Event description:
Additional information received. Surgery was stopped to resolve the problem and then resumed. A follow-up laryngoscopy was necessary to determine the cause of the problem.

Manufacturer narrative:
Other, other text: h3, h6: health impact, event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that two hours after intubation, the patient became inventilable with high insufflation pressure. There was no kinking of the tube outside the mouth and no visible obstacle on the respiratory circuit. Tracheal aspirations on the intubation tube were impossible and deflating the cuff did not solve the problem. Auscultation no bronchospasm. A decision was made to reintubate. On insertion of the laryngoscope blade into the mouth: probe in place between the vocal cords but folded in the mouth.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown. G5: there is no 510k number for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.